Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported system error 322 was reproduced and confirmed through eval. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose screws will trigger an intermittent open/closed switch connection causing the reported symptom. The upper auxiliary assembly (containing the screws) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.